Event description:
The pt experienced a "hematoma associated with a penile prosthesis". The entire device was removed. 12/9/96. Upon receipt of the physician/surgeon's operative report, it stated". A previously made scrotal incision was opened. There were copious amounts of clot that were evacuated from the scrotum and around the penis, probably two cups of clot was removed. This detumesced the area and restored the configuration to the penis. The urethra and coporal areas were dusky from compression, but pinked up as soon as we relieved this tremendous amount of compression. A coban dressing was placed around the penis. The pt was kept on cephalosporins and he was returned to the recovery room in good condition">